Event description:
It was reported the patient received the following results within 15 minutes: 9.6 mmol/l. 6.3 mmol/l. 13.5 mmol/l. 5.3 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.